Manufacturer narrative:
This supplemental is being sent to include the investigation conclusion code that was omitted from the h6 field of the initial report. The investigation conclusion code that should have been included at the time of submission of the initial report is: 67. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2021, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio iq meter was reading inaccurately high compared to her feelings and/or normal readings. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call and additional information after cca reviewed the call. The patient reported that the alleged inaccuracy issue began at 6:05pm on (B)(6) 2021. The patient claimed obtaining a blood glucose reading of ¿138 mg/dl¿ with the subject device which he felt was inaccurately high compared to his feelings and/or normal readings. The patient manages his diabetes with oral medications and insulin and stated that he took 5mg of insulin in response to the alleged product issue. The patient reported that at 6:35pm on (B)(6) 2021, he developed symptoms ¿shakiness¿ as a result of the alleged product issue. He reported that he self-treated by consuming some food ¿ate candy¿. The patient denied that he obtained a blood glucose result on another device. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject device at the time of testing, the cca also noted that at the time of the call, the reporter did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event for an acute low blood glucose excursion after administering insulin based on the alleged inaccurately high blood glucose readings obtained on the subject device.